Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney cancer. The patient alleges that the device will not hold pressure or water. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged kidney cancer and device will not hold pressure or water. The reported event of kidney cancer and device will not hold pressure or water and its reported severity was reviewed by the pms clinical expert. The event kidney cancer is assessed as not related and device will not hold pressure or water is assessed as possibly related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.